Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a r/o peritonitis. The cause of and treatment for peritonitis were not reported. On the day after the onset, the patient was scheduled for out patient department (opd) for examination however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. Physioneal and extraneal therapies were ongoing. No additional information could be provided because the reporter declined follow up.